Event description:
During removal, the vcare uterine manipulator separated into three parts. The balloon pulled off the shaft allowing the cup to separate from the shaft. The balloon remained in the uterus; all parts were removed with the uterus.